Event description:
It was reported that the patient was hit in the head with a football and that the valve then ceased to function properly. After the incident, the patient's head began to swell and the valve was explanted. After revision, the doctor noted a problem with the delta chamber.

Manufacturer narrative:
Device has not been returned to manufacturer.